Manufacturer narrative:
Investigation results: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for leakage from the cannula with the incident lot was not observed as all product specifications were met. The sample was visually inspected with no evidence to suggest that the sample had been previously used. There was no blood observed on the cannula or sleeve. The sample was tested with eight tubes for leakage in the cannula and sleeve. No leakage of the sleeve or cannula was identified. The cannula was further inspected with 10x magnification for a hole/split in the cannula. No hole or split in the cannula was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage from the cannula with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in. There was no report of injury or medical intervention.